Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a suspected short-to-shield on mpu. He reported a continuous loud alarm when black lead was connected to mpu. He remained on batteries overnight. Last six logged alarms were low voltage events. The patient's driveline was covered in rescue tape and he reported some damage to the black power lead on his controller. Clamshell repair was in place and attempted to unkink driveline as much as possible. Log file did not capture any unusual events and vad was working properly. There was some thinning of driveline shielding at distal end near clamshell. Patient had x-ray of his internal and external portions of the driveline today prior to clinic. Unremarkable for driveline fracture/damage despite entirety of the driveline being taped. He was plugged into an ungrounded cable/power module, and no alarms were reproduced. Vad interrogation was negative for pump stops, speed drops, driveline faults, or other concerning alarms. Log file analysis confirmed no findings consistent with driveline damage (short to shield or wire fracture). The pins in the controller and on the mpu patient cable were inspected with no visible dust or damage. No damage noted on patient cable or power cable on the patients mobile power unit. Controller was replaced. Heartmate ii system controller is referenced in manufacturer report number #2916596-2020-01922.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic driveline damage could not be confirmed as no images of the damage were submitted. The submitted log file contained data from 06mar2020 through 27mar2020. No atypical alarms were noted. No low speed or pump stoppage events were captured that would suggest a driveline issue. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended with stable parameters. The account communicated that the patient experienced alarms when connected to the mpu when the black power lead was connected. The account was concerned for a short to shield issue. The patient¿s entire driveline was reportedly covered in rescue tape and was also kinked. The submitted x-rays revealed some breakdown/thinning of the metal braided shield on the distal end of the patient¿s driveline, adjacent to the clamshell repair. Additionally, a section of the external driveline appeared to potentially be sharply twisted/kinked. Multiple attempts were made to obtain additional information from the account regarding submitted images of the driveline; however, no images were provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.